Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 81 mg/dl at the time of the incident and then went down to 71 mg/dl. After taking glucose tablet they was able to go upto 138 mg/dl. Customer stated other blood glucose value was 237 mg/dl. Customer was treated with food. Customer reported insulin pump system had not been in use within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.